Event description:
It was reported that after repositioning the first coil in an aneurysm in the left pcom artery, the coil was stuck in the microcatheter and was not retrievable or pushable. While attempting to pull back, the coil started to unwind within the microcatheter, and the first loop formed knot inside aneurysm. A thrombus formed around the coil in internal carotid artery (ica). The microcatheter tip stayed within the aneurysm during deployment and retrieval. Several maneuvers were undertaken to retrieve coil and microcatheter. The microcatheter had to be cut several times with the partially deployed coil to be retrieved by microsnare. There were further unwinding of the coil within the microcatheter causing occlusion of the microcatheter and fracturing of residual coil. The final coil residue together with big clot/thrombus were eventually recovered with a stent retriever along with subject guidewire. During attempts to remove proximal clot and distal emboli with stent retriever along with subject guidewire, there was a perforation at angular artery m3 and recurrent embolization occurred. There were 5 hours delay. The outcome was a stroke (mtici score of 2a) and the aneurysm was thrombosed. The patient underwent hemicraniectomy. There was brain herniation and patient deceased. It was confirmed that the thrombus, stroke, brain herniation, hemicraniectomy, and death of the patient were not related to the subject guidewire. Total of 9000 iu heparin during procedure was given to patient. 5000 iu at start and 1000 /h. After perforation this medication was discontinued. Eptifibatide started after full retrieval of coil. This was given as intraarterial bolus 7.9ml of (2mg/ml), i.v. 14ml/h (of 0.75mg/ml) and was discontinued 4h after end of procedure. No other information is available.

Manufacturer narrative:
This is 3/3 emdr reports. The device is not available to the manufacturer.

Event description:
It was reported that after repositioning the first coil in an aneurysm in the left pcom artery, the coil was stuck in the microcatheter and was not retrievable or pushable. While attempting to pull back, the coil started to unwind within the microcatheter, and the first loop formed knot inside aneurysm. A thrombus formed around the coil in internal carotid artery (ica). The microcatheter tip stayed within the aneurysm during deployment and retrieval. Several maneuvers were undertaken to retrieve coil and microcatheter. The microcatheter had to be cut several times with the partially deployed coil to be retrieved by microsnare. There were further unwinding of the coil within the microcatheter causing occlusion of the microcatheter and fracturing of residual coil. The final coil residue together with big clot/thrombus were eventually recovered with a stent retriever along with subject guidewire. During attempts to remove proximal clot and distal emboli with stent retriever along with subject guidewire, there was a perforation at angular artery m3 and recurrent embolization occurred. There were 5 hours delay. The outcome was a stroke (mtici score of 2a) and the aneurysm was thrombosed. The patient underwent hemicraniectomy. There was brain herniation and patient deceased. It was confirmed that the thrombus, stroke, brain herniation, hemicraniectomy, and death of the patient were not related to the subject guidewire. Total of 9000 iu heparin during procedure was given to patient. 5000 iu at start and 1000 /h. After perforation this medication was discontinued. Eptifibatide started after full retrieval of coil. This was given as intraarterial bolus 7.9ml of (2mg/ml), i.v. 14ml/h (of 0.75mg/ml) and was discontinued 4h after end of procedure. No other information is available.

Manufacturer narrative:
Although the DHR (device history record) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported 'patient vessel perforation' is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication will be assigned to this event.